Event description:
The customer observed the cell-dyn sapphire aspiration probe failed to home. The customer cleared the fault multiple times without resolution. No other troubleshooting was performed by the customer. The customer was instructed to clear the path of obstruction, clear fault, zero park replace the bent aspiration probe and vent head assembly, and run samples in autoloader. The customer observed one additional occurrence of the issue and performed the necessary actions to resolve the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00, (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.